Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to confirm unexpected restart alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report recurring unexpected restart alarms during normal use. The customer's blood glucose reading was 226 mg/dl. The device was replaced and will be returned for analysis.